Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to confirm the pump delivering while in suspend mode and unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose readings of 42 mg/dl. Customer stated that they suspended the insulin pump due to low blood glucose readings, however continued to receive insulin. Customer stated that her blood glucose readings went so low that she was unresponsive for an hour. Customer stated that her husband gave her glucose tablets to treat. Customer then disconnected the insulin pump and within an hour her blood glucose readings were back to normal. When she turned the pump back on, the buttons were not working and she was unable to clear the battery out alarm. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.